Manufacturer narrative:
The onset of the patient's driveline infection is reported under manufacturer report number 2916596-2022-15611. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a worsening driveline infection on (B)(6) 2022. Blood cultures grew pseudomonas. The patient was discharged when blood cultures no longer grew pseudomonas and infection will never resolve per infectious disease. The patient will succumb to the chronic resistant infection. As of (B)(6) 2023 the patient was at home on intravenous antibiotics.